Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no issues with instrument or assay performance. Ts reminded customer that results were dependent on proper sample-handling, and customer indicated that positive samples in this wl were from a clinic with a possibly high-prevalence population. Customer cleaned touchpoints and continued to monitor. No further issues reported. Hologic and FDA met on (B)(6), 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4) on panther instrument sn (B)(4) which had an increase in positive samples. Other assay kits ran with expected results on the panther.